Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in patient line. The technical service representative (tsr) assisted the hp to end the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for low drain volume due to air in line was confirmed. The air in line is a known cause of the low drain volume alarm. The source of the air in line was undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.